Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. There was no nonconformance recorded in the lot history which would be considered related to the reported event. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the hemopro jaw insulation detached from the device and fell into the pt's leg. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.